Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), during a tavr procedure using a 23mm sapien 3 ultra resilia valve, on deployment the valve landed 50/50, and the balloon ruptured horizontally. The physician believes the rupture occurred due to calcified stj. Did not allege ew products malfunctioned in any way. Some difficulty getting the balloon back into the sheath, but with some manipulation the physician pulled it fully into and out of the sheath. There was no damage to the iliac artery. The device was discarded by staff following procedure. Follow-up the fcs indicated that the valve landed low on purpose due to stj calcium, but it sunk even lower possibly due to balloon interaction with the stj calcium. Per report, deployed with 19ccs (+2) across native valve with the middle marker at the bottom of the cusps. The stj was low and calcified in this case.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of balloon burst was confirmed based on images provided of complaint device. Imagery provided showed a fully circumferential radial balloon burst. Available information suggests patient factors likely contributed to the event as report alleges anatomical challenges due to heavily calcified stj. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU, it is possible that an extra inflation volume (+2cc of inflation volume added) is used, subjecting the balloon to pressures high enough to cause it to burst. The reported event of withdrawal difficulties was confirmed based on empirical evidence of confirmed radial tear on the burst balloon. Available information suggests that the balloon burst event likely contributed to the event. As the balloon burst, the altered balloon profile could have made it more susceptible to catching on 'the distal end of the sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.